Event description:
On (B)(6), 2011, caire inc. Was notified by a healthcare facility of an alleged incident involving a companion 1000 portable liquid oxygen unit. The alleged incident occurred on (B)(6), 2011, in (B)(6). It was reported to caire inc. That the unknown patient was at dialysis in the doctor's office when the patient heard a loud pop and saw liquid coming up the tubing tot he patient's trache. The patient reached to remove the tubing from the trache and burnt both thumbs. The tubing was removed and there was no further damage/injury reported. The unit was removed from service and returned to the healthcare facility, where it was filled and tested. The healthcare facility reported that the unit functioned properly and emptied normally. The unit is in-process of being returned to caire inc. For further evaluation.